Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture" , "liquid with debris around the prosthesis" , "accommodation folds," "breast cysts," and "solid lump in the left breast (suggestive of intramammary lymph node)."

Event description:
Patient reported left side "intracapsular rupture" MRI confirmed, "liquid with debris around the prosthesis" MRI confirmed, "accommodation folds," "breast cysts," and "solid lump in the left breast (suggestive of intramammary lymph node)." Device remains implanted. Also reported "areas of adenosis" which were determined not to be device related.

Event description:
Also reported "areas of adenosis" which were determined not to be device related. Healthcare professional reported "moderately active chronic lymphoplasmacytic inflammatory process ."

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of crease/folding of implant, rupture, seroma-late, lymphoma-alcl, and granuloma, was reviewed. Visual analysis of the photographs identified; red biological tissue, an opening on radius, and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "pain," "swelling," "inflammatory process". Healthcare professional reported "moderately active chronic lymphoplasmacytic inflammatory process", "foreign body gigantocellular reaction (silicone crystals)", "periprosthesis fluid: 15 ml, yellow, cloudy, without deposit and with clot". Histopathological markers are reported (cd30 positive and alk negative). Hence, patient diagnosed with lymphoma-alcl. The events ¿solid nodule¿, ¿adenosis¿ and "cyst" are not related to the device. The device has been explanted.

Manufacturer narrative:
The events of lymphoma - alcl, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Date of alcl diagnosis: (B)(6) 2021. Explant physician: dr. (B)(6), explant institution: (B)(6).